Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had low hemoglobin and dark blood from their ostomy bag. The patient had an egd and capsule study, although the gi bleed was not confirmed. The patient was weak and pale. Treatment was warfarin and aspirin were stopped, the patient had a transfusion and post egd and capsule study, heparin, warfarin and aspirin were started on discharge. The patient was discharged on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.